Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the dislodgement was noted during an in-clinic follow-up and that x-ray imaging revealed the dislodgement of the ra lead. It was also noted that there was an unknown malfunction associated with the dislodgement.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead exhibited a dislodgement. The lead was explanted and replaced. The patient was in stable condition.